Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient had a right total knee replacement to address right knee osteoarthritis. Depuy components, including depuy patella, and depuy cement x2 was used during this procedure. On (B)(6) 2020, the patient had a revision of total knee arthroplasty to address infection and inflammatory reaction due to internal joint prosthesis. Prior to surgery, the patient had experienced increasing pain. The tibial tray was noted to be loose. During the revision, a small fracture of the anterior portion of the tibia, nondisplaced was noted. No additional treatment was required for the non-displaced fracture. Competitor components were utilized during this procedure. Doi: (B)(6) 2018 dor: (B)(6) 2020 (right knee).